Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump stopped working and pump was exposed to magnetic field. The customer reported blood glucose value of 25 mmol/l. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), glucose/carb intake. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned. Updating summary as follows: per notes, customer¿s mother states her daughter has low bg throughout the night and normal levels in the morning. No treatment was needed for the low. In the morning after eating breakfast, the daughters blood glucose shoots to high levels to which they treated with an insulin pen.

Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. There are one insulin flow blocked/no delivery alarm on the event date of (B)(6) 2024 in the pump history file during fill cannula. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.4 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg, low bg, exposed to magnetic field and dka. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.